Manufacturer narrative:
The reported device has not been received. The product was not evaluated, therefore the cause of the event could not be conclusively determined from the available information. Should the device be received for evaluation, new information shall be submitted in a follow up report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device (ped) did not open at the middle segment during a flow diversion procedure. The device was used to treat a patient's amorphous cerebral aneurysm located at the left ophthalmic segment of the left internal carotid artery. Patient's vessel tortuosity was described as moderate. It was reported the ped was prepared following the instruction for use. The ped was to be placed at a vessel bend. During the delivery of the ped, resistance was met at the distal segment of the microcatheter. When the ped was unsheathed for the first time, a twist appeared after about 30% of it was unsheathed. The physician resheathed the ped inside the microcatheter to make a second attempt to deploy the ped. However, the physician encountered the same twist at the mid segment of the ped. Therefore, this ped was removed together with the microcatheter from the patient. Upon removal, the physician unsheathed the entire ped at the sterile procedure table. The ped was able to open completely. The physician completed the flow diversion treatment for the patient with a new ped. Post procedure imaging showed satisfactory result. No patient injury was reported.